Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that he was replacing the batteries on the chair and he saw a small spark. After he replaced the batteries the chair would not power up.